Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, image noise was determined to have occurred due to poor communication resulting from a cable failure. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not round the camera cable smaller than the diametral 20cm. Damage may occur. When the camera cable is in a round position, do not pull on it and stretch it gradually and straighten. Doing so can break the camera cable. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. The endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. Do not fix the camera cable with a pair. Doing so can break the camera cable. Do not pull the video connector with the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the unit was producing a noisy image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to an unspecified appearance issue. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the camera was producing a noisy image. This report is being submitted to capture the lack of quality image found during the device evaluation.